Event description:
It was reported to philips that the device has broken paddles. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported to philips that the device has broken paddles. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle, the replacement/repair for which was offered. Due to the service cost the customer refused replace/repair and decided to scrap. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device has broken paddles. There was no patient involvement.

Event description:
It was reported to philips that the device has broken paddles. There was no patient involvement.